Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. There was no known impact to the customer's blood glucose level. While the customer was disconnected from the pump, a test bolus was delivered, no insulin drops were observed exiting the infusion set tubing during the test bolus delivery and the occlusion reoccurred. A supply change was performed to address the occlusion alarm. As the supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.